Event description:
Caller tested 4.8 inr and 2.9 inr on the coaguchek xs system. The caller had the meter coded incorrectly when the result of 4.8 inr was obtained. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.